Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure the setscrew on the implantable neurostimulator (ins) would not tighten down onto the lead when trying to set it using the torque wrench. Multiple attempts were made and it was determined that the issue was not with the torque wrench. Another ins was opened and used which worked fine with the torque wrench. Impedances were fine and the patient felt the stimulation post-operatively and recovered completely. The ins that was not used was in the possession of the hospital at the time of report. If additional information is received, a follow-up report will be sent.